Event description:
Urgent product recall. None of the cath tray were used on a pt. (B)(4) initiated their recall because products were manufactured without having in place a system for microbial testing at the time of release, without a system for testing of incoming components, and without having procedures designed and established to prevent objectionable microorganisms. The use of these products manufactured under these conditions presents a risk of infection in pts undergoing medical and surgical procedures.